Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a tactile changes/unresponsive issue on the pump keypad. No further information was provided. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings:the pump keypad was observed to be intact with no damage or peeling noted. The down button was observed to be intermittently responding to presses during testing. The keypad was removed and contamination was observed under the contrast, down, and up contacts. Unrelated to the complaint, the pump display screen was found to be dim and discolored.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.